Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis investigations confirmed. The customer reported complaint of the instrument was grasping. But stopped when they needed to start using cautery. The fenestrated bipolar instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed, near the conductor wire-yaw pulley entry. An additional observation not reported by the site, found the instrument to have thermal damage on the bipolar yaw pulley. The thermal damage was not near the conductor wire-yaw pulley entry.

Event description:
It was reported, that during a da vinci-assisted total benign hysterectomy surgical procedure. The fenestrated bipolar forceps instrument would grasp, but it would stop when the surgeon needed to use the cautery function. The customer exchanged to a back-up fenestrated bipolar forceps instrument to proceeded with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the site reported, the instrument would not grasp properly and there was no energy being delivered at the tips. There was no report of arcing. The customer removed the faulty instrument. And replaced it with another fenestrated bipolar forceps instrument. The procedure was completed with no patient injury.